Manufacturer narrative:
Section h6: health effect - clinical code: 3261 - multiple organ dysfunction syndrome. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. Heartmate 3 lvas, serial number (B)(6), will reportedly not be returned for evaluation. It was reported that the device operated as expected and that the patient's outcome was not considered to be device-related. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists death and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate 3 lvas. The IFU also lists multiple types of organ failure and dysfunction (right heart failure, respiratory failure, renal dysfunction, and hepatic dysfunction) as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ outlines indications of right heart failure as well as possible treatments. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was implanted with lvad (left ventricular assist device) on (B)(6) 2022. It was noted that right ventricular function was mildly reduced prior to implant, and a transthoracic echocardiogram did not show aortic insufficiency or patent foramen ovale. During dissection and lysis of adhesions with resternotomy, when attempting to place aortic cannulation, the patient became profoundly hypotensive. The patient suffered ventricular tachycardia/ventricular fibrillation (vt/vf) arrest, crashed on to cardiopulmonary bypass, and a percutaneous rvad (right ventricular assist device) was placed. The patient ultimately expired on (B)(6) 2022 due to right ventricular failure, persistent vt/vf, distributive shock, and multisystem organ failure.

Event description:
It was reported that the patient passed away on (B)(6) 2023. The cause of death was right ventricular failure, persistent ventricular tachycardia/ventricular fibrillation (vt/vf), distributive shock, and multisystem organ failure. The patient underwent hm3 lvad insertion on (B)(6) 2023. Right ventricular function was mildly reduced re-operation. There was no ai or pfo on tee. During dissection and lysis of adhesions with resternotomy, when attempting to place aortic cannulation, patient became profoundly hypotensive and suffered vt/vf arrest, crashed on to cardiopulmonary bypass (cpb), then percutaneous rvad was placed. The death was not considered to be device related. The device operated as expected.

Manufacturer narrative:
H6: 3261 - multiple organ dysfunction syndrome no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.